Event description:
On (B)(6), the patient underwent right skull decompressive craniectomy, dural tension-reduction repair, and intracranial pressure probe implantation due to cerebral hemorrhage. On the (B)(6), intracranial pressure monitoring showed that the value fluctuated greatly.

Manufacturer narrative:
The return catheter is compliant, with no instability observed on the functional tests performed. In the open air, values remain stable over 72 hours. Placed in a 20 mm water column, the catheter shows the same behavior over 72 hours.

Event description:
On april 26, the patient underwent right skull decompressive craniectomy, dural tension-reduction repair, and intracranial pressure probe implantation due to cerebral hemorrhage. On the 27th, intracranial pressure monitoring showed that the value fluctuated greatly.